Manufacturer narrative:
B3 date of event: data was provided for events recorded april 2024 - september 2024. 01apr2024 selected as the earliest possible date of event. Data obtained for this study is de-identified before being accessed by boston scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to bsc. Detailed product information was not provided to bsc and no further information is available. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information.

Event description:
Boston scientific performed a retrospective data analysis on opticross using the pinc ai healthcare database from premier. Patients are identified through use of opticross as identified in charge master billing. Adverse events were identified through the respective cpt/ICD-10 coding. The procedures were performed from april 2024 through september 2024. These analyses are being performed as a specific activity to assess safety and performance rates associated with the subject device. Opticross outcomes were assessed against similar/benchmark products. Rates of the adverse events including mortality, vessel perforation, myocardial infarction (mi), arrhythmia, allergy, bleeding, cardiac arrest, hypotension, embolism, hematoma, infection, stroke, abrupt closure, acute renal failure, cardiac tamponade and coronary artery bypass graft (CABG) conversion/additional intervention were reported. 6 month vessel perforation rates: opticross: 2.2%, opticross 6: 2.0%, opticross 6 hd: 1.5%, opticross hd: 1.4% compared to a competitor rate of 0.0%-1.1%, the safety rates for vessel perforation (including dissection) are higher than that of the similar/benchmark products in the analysis, however the 95% confidence interval (ci) overlaps. The rates are similar; therefore, the safety goals were met. 6 month mi rates: opticross: 1.8%, opticross 6: 0.7%, opticross 6 hd: 1.3%, opticross hd: 1.4% compared to a competitor rate of 0.5%-2.1%, the safety rates for mi fall within the range set by the similar/benchmark products in the analysis. The rates are similar; therefore, the safety goals were met. 6 month arrhythmia rates: opticross: 5.2%, opticross 6: 4.4%, opticross 6 hd: 5.0%, opticross hd: 3.7% compared to a competitor rate of 1.0%-4.2%, the arrhythmia rates for opticross fall within the 95% ci of similar/benchmark devices. Although rates are high, they are representative of the pci procedures they are occurring in and are not likely to be caused by the imaging catheter. The rates presented are comparable to the similar/benchmark device rates and are therefore acceptable. 6 month allergy rates: opticross: 1.0%, opticross 6: 0.6%, opticross 6 hd: 0.9%, opticross hd: 0.8% compared to a competitor rate of 0.3%-2.3%, allergy rates for opticross fall within the range of the similar/benchmark devices. Rates for allergy are comparable to those of the similar/benchmark products and are therefore acceptable. 6 month bleeding rates: opticross: 3.9%, opticross 6: 3.2%, opticross 6 hd: 2.4%, opticross hd: 2.3% compared to a competitor rate of 0.6%-2.2%, bleeding rates for opticross are higher than that of the similar/benchmark products in the analysis, however the 95% confidence intervals overlap, therefore the rates are similar to those of similar/benchmark devices. Rates for bleeding are comparable to those of similar/benchmark devices and are therefore acceptable. 6 month cardiac arrest rates: opticross: 1.8%, opticross 6: 2.0%, opticross 6 hd: 1.7%, opticross hd: 2.2% compared to a competitor rate of 0.0%-1.2%, cardiac arrest rates for opticross are higher than that of the similar/benchmark products in the analysis, however the 95% confidence intervals overlap, therefore the rates are similar to those of similar/benchmark devices. Rates for cardiac arrest are comparable to those of similar/benchmark devices and are therefore acceptable. 6 month hypotension rates: opticross: 5.1%, opticross 6: 5.9%, opticross 6 hd: 4.8%, opticross hd: 4.3% compared to a competitor rate of 1.0%-4.4%, hypotension rates for opticross are higher than that of the similar/benchmark products in the analysis, however the 95% confidence intervals overlap, therefore the rates are similar to those of similar/benchmark devices. Rates for hypotension are comparable to those of similar/benchmark devices and are therefore acceptable. 6 month embolism rates: opticross: 0.7%, opticross 6: 0.8%, opticross 6 hd: 0.6%, opticross hd: 0.2% compared to a competitor rate of 0.0%-0.4%, embolism rates for opticross are higher than that of the similar/benchmark products in the analysis, however the confidence intervals overlap, therefore the rates are similar to those of similar/benchmark devices. Rates for embolism are comparable to those of similar/benchmark devices and are therefore acceptable. 6 month hematoma rates: opticross: 0.3%, opticross 6: 0.7%, opticross 6 hd: 1.0%, opticross hd: 0.8% compared to a competitor rate of 0.0%-0.6%, hematoma rates for opticross are higher than that of the range of similar/benchmark devices, however the rates are acceptable as the lower confidence interval (lci) overlaps with the upper confidence interval (uci) of similar benchmark devices. The rates for hematoma are comparable to those of similar/benchmark devices and are therefore acceptable. 6 month infection rates: opticross: 0.9%, opticross 6: 0.5%, opticross 6 hd: 0.7%, opticross hd: 1.0% compared to a competitor rate of 0.6%-1.1%, infection rates for opticross are lower than those of similar/benchmark devices. The rates for infection are comparable to those of the similar/benchmark products and are therefore acceptable. 6 month stroke rates: opticross: 0.2%, opticross 6: 0.7%, opticross 6 hd: 0.8%, opticross hd: 0.8% compared to a competitor rate of 0.0%-0.7%, stroke rates for opticross are higher than that of the range of similar/benchmark devices, however the rates are acceptable as the lci overlaps with the uci of similar benchmark devices. The rates for stroke are comparable to those of similar/benchmark devices and are therefore acceptable. 6 month abrupt closure rates: opticross: 0.7%, opticross 6: 0.3%, opticross 6 hd: 0.5%, opticross hd: 0.6% compared to a competitor rate of 0.0%-0.3%, abrupt closure rates for opticross are higher than that of the range of similar/benchmark devices, however the rates are acceptable as the lci overlaps with the uci of similar benchmark devices. The rates for abrupt closure are comparable to those of similar/benchmark products and are therefore acceptable. 6 month acute renal failure closure rates: opticross: 3.3%, opticross 6: 3.0%, opticross 6 hd: 3.6%, opticross hd: 2.9% compared to a competitor rate of 2.0%-4.1%, acute renal failure rates for opticross fall within the range of similar/benchmark devices. The rates for acute renal failure are comparable to those of the similar/benchmark products and are therefore acceptable. 6 month cardiac tamponade rates: opticross: 0.7%, opticross 6: 0.7%, opticross 6 hd: 1.0%, opticross hd: 0.4% compared to a competitor rate of 0.0%-0.8%, cardiac tamponade occurring in the setting of a percutaneous coronary intervention (pci) would likely be caused by vessel trauma. The rate for the opticross 6 hd is higher than that of the similar/benchmark products in the analysis, however the confidence intervals overlap, therefore the rate is similar to those of similar/benchmark devices. The other opticross catheters fall within the range of similar/benchmark devices. Rates for cardiac tamponade are comparable to those of the similar/benchmark products and are therefore acceptable. 6 month CABG conversion/additional intervention rates: opticross: 0.7%, opticross 6: 1.6%, opticross 6 hd: 0.4%, opticross hd: 0.9% compared to a competitor rate of 0.0%-1.2%, the CABG rate for the opticross 6 is higher than that of the similar/benchmark products in the analysis, however the cis overlap, therefore the rate is similar to those of similar/benchmark devices. The other opticross catheters fall within the range of similar/benchmark devices. Rates for CABG are potentially indicative of additional intervention during the procedure and are comparable to those of similar/benchmark products and are therefore acceptable.